Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube a leak was noted around the tracheostomy (trach) tube flange during ventilation. Subsequently, the trach tube was required to be changed out with a new tube. There were no reported adverse patient effects.